Manufacturer narrative:
The visual evaluation of the returned device confirmed that the thread part of the driver is broken. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the information available and on the investigation, the most probably root cause of this issue is a design issue. The device was manufactured in 2011, design modifications were put in place in 2012 in order to take away the elasticity limit of the instinct final screwdriver.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported when the surgeon locked the blockers, the final screwdriver shaft broke. The part of the instrument that broke remained inside the blocker, however the surgeon could remove it with tweezers. The surgery was completed successfully with a second driver. No adverse events were reported.